Event description:
The customer observed error code 1062 (invalid test results, read precision) while running 2 pts samples on the axsym digoxin iii assay. There was no impact to the pts' management reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.